Event description:
Customer reported that he has not been feeling well since the device was implanted. At the present time the surgeon is recommending a dye study to check shunt flow, but the pt is not willing to undergo this as he feels that this could bring about a "potentially fatal infection". Pt did not provide any additional info and the device and lot number is not available, therefore codman is not able to conduct a proper investigation.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.